Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a 29 mm native annulus that had been pre-dilated, the 34 mm valve was positioned at 7 mm on the non-coronary cusp (nccc) and 0 at the left coronary cusp (lcc). The valve was positioned at 6 mm ncc and 3 mm lcc but upon release the valve dislodged to 14 mm below the annulus. Severe paravalvular leak (pvl) was noted. A second transcatheter bioprosthetic aortic valve was implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received with the patient's initials and has been added to this report in section.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.